Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# pr255285. Summary of investigational findings: investigation is based on the article provided. The case report describes a complication of inadvertent placement of a gunther tulip ivc filter in the right common iliac vein during attempted bedside placement of the ivc filter using transabdominal ultrasound guidance. On the images submitted for review, the area reportedly corresponding to a retro-aortic left renal vein in all likelihood represented the left iliac vein coursing under right common iliac artery. Given the misunderstanding of the patient's anatomy, the filter was deployed just caudal to this region, therefore deploying the filter within the right common iliac vein, and not the infrarenal ivc. An image confirmed this placement. However, as is noted in the case report, a certain amount of experience is recommended prior to attempting to perform a bedside filter placement due to a certain degree of inherent differences in deploying the filter via this modality of imaging as opposed fluoroscopy. According to instructions for use the product is intended for use by physicians trained and experienced in diagnostic and interventional endovascular techniques. No evidence to suggest that this device was not anufactured according to specifications and nothing indicates that the device did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook gunther tulip filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. Journal article: "a complication of ultrasound-guided inferior vena cava placement", mcdowell et al 2018 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: a (B)(6) year old woman with (B)(6) was presented with altered mental status and tachycardia. CT of the head revealed hydrocephalus, and despite an external ventricular drain the patient's condition continued to decline. The patient subsequently developed tachycardia and CT was positive of multiple subsegmental pulmonary embolism. Placement of an ivc filter (ivcf) was decided and a bedside ivcf placement was performed under transabdominal ultrasound by a physician with no experience in placing a bedside ivcf and under the supervision of an attendee who had not performed the procedure in several years. Using standard technique a gunther tulip ivcf was placed, but following an abdominal radiograph the filter was found to be in an abnormal position in the projection of the right common iliac vein. The filter was confirmed to be in the proximal right common iliac vein and the malpositioned filter was removed. A venogram following retrieval showed no vascular injury. A new gunther tulip filter was placed in infrarenal position under direct fluoroscopy. No further complications of filter placement were noted. Patient outcome: malpositioning of the initial filter resulted in retrieval of the filter and deployment of a secondary filter. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.